Event description:
It was reported that the user experienced a hypoglycemic event while using an ilet system with a dexcom g7 cgm and a 23" teflon 6 mm inset infusion set, with a lowest documented blood glucose of 56 mg/dl and multiple fluctuations over the same day, which led to troubleshooting that included cgm and mobile app pairing issues and a factory reset with full setup. Symptoms included sweating and prodromal awareness of hypoglycemia. Outcomes included self-treatment with oral glucose, no requirement for outside assistance, and no medical intervention or hospitalization. Investigation included review of device logs, guided device reset, cgm re-pairing with code entry, mobile app pairing, cartridge and infusion set replacement, and education on system setup. Investigation of this case revealed hypoglycemia of unclear cause with successful correction using oral carbohydrate, cgm pairing delay that resolved after phone restart and settings toggles, and no persistent device malfunction observed after the reset and reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.